Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and functional testing. No issues were observed relating to 'under fill, missing label, decapping, or tube push off' as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes the stopper pops out of the tube, no label or missing label information, and under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tube had no label. In addition, during use, the tube had a low draw issue, the needle often pops out of the rubber plug and the cap of the tube pops out."